Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, diminished sensing and intermittent loss of capture. The right atrial (ra) lead exhibited undersensing during atrial arrhythmias. The rv and the ra lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.